Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and patient's concern with the product.

Event description:
Patient reported via regulatory agency "capsular contraction, pain, swelling, inflammation around chest", "breast feels lumpy, hard and heavy", and they feel "anxious". Patient additionally reported "bloating, tired...depression, joint pain, infections, gastritis" and "feeling sick and dizzy, heart palpitations, hormones change lack of periods"; these events are unrelated to the device. Device remains implanted. This record is for an unknown side.